Event description:
It was reported that during device implant procedure, after inducing and delivering a shock a message stating possible high voltage lead issue present. The pocket was reopened and the setscrews were tightened. Another high voltage lead impedance check was done and still measured low. A new lead was implanted and when connected to the device, a message stating no measurement across all vectors were observed. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).